Event description:
A cancer patient generated a depressed platelet of 18.2 10e3/ul and elevated hemoglobin of 19.8 g/dl when processing on the cell-dyn ruby. The sample was repeated twice with platelet values of 21.2 and 27.4 10e3/ul and hemoglobin of 7.31 and 7.28 g/dl. The account stated the physician questioned the platelet values because the medical decision is different for each value. The patient received a platelet transfusion based on the initial platelet result of 18.2 10e3/ul. The patient did not have any adverse reaction to the platelet transfusion.

Manufacturer narrative:
The investigation included review of submitted data, product history, labeling, and consultation with abbott medical affairs. Review of the product history did not find a similar issue. The patient data provided showed the non-dilution dependent parameters (mcv and mchc) generated consistent results, the dilution-dependent parameters (rbc and hgb) showed results variability, and a very high initial hct count in the run in question. All runs were performed in the open mode. Based on the data, involvement of pre-analytical elements, such as inadequate mixing of sample, cannot be eliminated. The cell-dyn ruby system operator's manual, provides information related to the operational precautions and limitations of the cd ruby system. No product deficiency was identified.

Manufacturer narrative:
(B)(6). (B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.